Event description:
Notification was received from the registry, indicating that this pt was enrolled in the study in 2007 with 1-vessel disease. The target lesion was a 90% restenotic lesion previously treated with two cypher select stent in (2006). The main indication for the intervention was unstable angina pectoris. The restenosis was treated during the study's index procedure using a 3.0x13mm cypher select stent.

Manufacturer narrative:
This is one of two products being reported for the same event. Please reference MFR reports #: 9616099-2008-01827 and 9616099-2008-01829. Any add'l info will be submitted within 30 days of receipt.